Manufacturer narrative:
(B)(6). Confirmed customer complaint that pump fails self test and displays error with audible alarm. Pump fails self test. Duplicated customer complaint. Probable cause air pressure pin assembly. Probable cause pressure detection sensor.

Event description:
The event involved a plum 360 infusion pump and occurred on an unknown date in (B)(6) 2019. Information received from a medsun mandatory medwatch report on 19-may-2020 which stated "during infusion of propofol post intubation with IV pump, it malfunctioned with screen reading ¿distal occlusion¿ then ¿proximal occlusion¿, then ¿power off¿. Rn troubled shooting immediately made, back priming as indicated by pump. While waiting for in the process waiting for fentanyl syringe from pharmacy, patient awoke. A new pump was switched out and worked fine. Safety concern with pump failure". No additional information was provided.